Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the error was cleared and a new cgm session was able to be started. Additionally, it was reported that there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. During troubleshooting with tandem technical support, the issue was resolved and the customer was able to view all data points on the cgm graph. There was no reported adverse impact to the customer.